Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial#: (B)(4) model description: artisan 2x8 lim, 50cm.

Event description:
A report was received that the patient had severe procedural groin pain. The patient was given percocet and valium and the pain subsided.